Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, trauma / accident, bone resorption, swelling, inflammation. Tongue pressure on gingiva former cannot be ruled out as a possible cause. Possibly inadequately controlled diabetes mellitus. Spontaneous loss. (B)(6) are the same patient.